Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Reportedly, the home patient started the initial drain prior to connecting to the homechoice machine. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.